Event description:
It was reported that the lead exhibited impedance and low sensing parameters. The lead was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: electrical measurements revealed high lead impedance due to the helix being in retracted position and was clogged with dried body fluid/tissue. Normal lead impedance was measured when the helix was in extended position.